Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. The date of event and date of explant are estimated. Additional patient information requested but not received.

Event description:
It was reported that the patient's ipg was not communicating with external devices. The patient underwent surgical intervention approximately three years ago wherein the ipg was explanted.